Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 175 mg/dl and the sensor glucose was 300mg/dl at the time of the incident. The customer reported that they had two sensors that did not work and she would like replacements for it. Customer states that the sensors were inserted, calibrated at the two hour mark. Customer stated that then the sensor glucose was 69 and blood glucose was actually 120-130mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values of 90mg/dl. Threshold low suspend limit in sensor settings was 70mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.